Event description:
Endoscopic retrograde cholangiopancreatography (ercp) procedure in progress to secure stone with wire extraction basket. The wire leads broke approx 12-15 inches outside of the mouth. The basket was inside the pt (w/stone inside). Upon extraction the wire broke and the cable leads (4) unraveled. Thus, was unable to be safely removed.